Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a system revision took place due to erosion and potential infection. The patient was hospitalized, administered intravenous antibiotics and the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that confirmed a system revision took place due to infection and erosion. Again, the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.